Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was displaying a b30 scope communication error during an unspecified procedure. There was no patient harm reported from this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the error b30 scope communication issue could not be determined. Additional information was requested, but not received. If additional information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.